Event description:
It was reported that the patient's blood glucose levels reached high, over 250 mg/dl while wearing the pod between 36 and 48 hours. The cannula dislodged from the infusion site (abdomen).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.